Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) providing the pump implant date.

Manufacturer narrative:
H3: a partial catheter was returned consisting of a small portion of the proximal catheter segment and pin connector. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, and patency testing. Analysis identified that the catheter was not fully seated onto the connector and the collet was prematurely locked into place. H6 update/correction: the previously applied annex code a26 was replaced with a1203 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was not receiving benefit from the implant and had experienced swelling in the pocket. Regarding diagnostic tests/troubleshooting performed, catheter access port (cap) was attempted and the pocket was opened and explored. Factors that may have led or contributed to the issue was indicated as not applicable. The catheter was partially explanted on (B)(6) 2025. The connecting portion of the catheter (catheter connector) was replaced. The explanted portion of the catheter was to be returned to the manufacturer. The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown partially explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). The serial number for the pump was provided. The serial/lot number for the catheter was provided.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2027-03-14 UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the catheter access port test was attempted, but unsuccessful. The implant date of the catheter was provided. It appeared the pump segment separated from the connector, hence replaced, to reconnect the spine segment to the pump segment. The cause of the issue was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# unknown, implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.